Manufacturer narrative:
Investigation: the device was analyzed by ats. A functional test could not be carried out. During dismantling, a burr on the tip is recognizable. The bearing in the tip is blocked and broken. On the inner side, black abrasion was recognized on the bearings and the tool locking. The spray nozzle is working, but a burr was found on the tip. Batch history review: a review of the device quality and manufacturing history records was not possible because the device is a purchased part. Conclusion and root cause: based on the information available as well as a result of our investigation the root cause of the failure is most probably related to an insufficient maintenance of the device. Corrective action: according to sop sa-de13-m-4-2-01-010 a CAPA is not necessary.

Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of (B)(4) (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going h3 other text: device not returned.

Event description:
Country of complaint: united kingdom. There was only a minor delay to the procedure less than 15 minutes. They treated the burn with hydrocortisone but the consultant is seeing the patient again next week regarding the burn. The io drill gets too hot and burnt patient. Device involved component concomitant medical product; le-120-30-a-micro drill strong nozzle short.